Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced nausea and diaphoresis post-implant of an initial pacing system. Interrogation revealed no issues with the new right atrial and right ventricular leads. However, both leads were revised at the physician's discretion. Approximately six weeks later, both leads were removed and replaced due to infection. No further patient complications have been reported as a result of this event.